Event description:
Ous MDR - after an estimated implantation time of the lead of about 6 years, it was reported that the patient had received several inappropriate shocks. The ICD could no longer be interrogated. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The returned fragment was thoroughly analyzed. Aside from the existing separation of the lead, which was caused during the explantation, cuts were noted in the insulation before and after the fork. These damages were with high probability caused during the operation. During the subsequent analysis, fraying of the insulation was detected at the is-1 connector. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. In addition, the manufacturing process of the lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors for either the lead or the ICD.